Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarm. The customer's blood glucose value was unknown. Customer reported they were unable to clear the alarm. Customer stated they were able to rewind the pump. Customer stated the alarm occurred immediately after a battery change. The customer stated that the alarm had not occurred more than once after a battery change. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.